Event description:
The following was reported to hamilton medical ag: low oxygen/ low oxygen cell supply failed error patient was not harmed. It is unkown, if it occurred during ventilation of a patient.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non reportable. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: low oxygen/ low oxygen cell supply failed error patient was not harmed. It is unknown, if it occurred during ventilation of a patient.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).